Manufacturer narrative:
Correction report being filed to correct field d4 model number and catalog number.

Event description:
It was reported that this patient has a pacemaker and a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted. The field representative called for review of device data as the patient experienced cardiac arrest and had to be resuscitated four times. It was noted that the patient was in the hospital visiting his father at the time. Review of device data found the patient had a true ventricular fibrillation (vf) in which the pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) was intermittently undersensing. Additionally, there were 19 stored s-ICD treated episodes in which therapy was exhausted. It was noted that the smartpass feature was disabled due to low amplitudes combined with slow heart rate. The vf arrythmia did break and the patient is in sinus tachycardia and sensing appears to be appropriate. The patient was hospitalized and was in critical condition. Technical services discussed that if the pacemaker was undersensing the vf, then it was likely pacing, and was wondering if the pacing had any impact on the s-icds ability to properly sense the vf. A save to disk was requested. Analysis was performed and found system impedances and shock impedances were high however, within normal range. The elevated shock impedances were observed to impact conversion effectiveness, as there does not appear to be a clean conversion based on the initial shock attempt. The multiple shock attempts appeared to be ineffective. It was noted that much of the episode activity appears to be is due to cardiopulmonary resuscitation (CPR) lifesaving therapy, based on how the device was sensing. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient passed away due to cardiac arrest approximately a week after the reported observations.

Manufacturer narrative:
Correction to field d4 model number/ catalog number.

Event description:
It was reported that this patient has a pacemaker and a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted. The field representative called for review of device data as the patient experienced cardiac arrest and had to be resuscitated four times. It was noted that the patient was in the hospital visiting his father at the time. Review of device data found the patient had a true ventricular fibrillation (vf) in which the pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) was intermittently undersensing. Additionally, there were 19 stored s-ICD treated episodes in which therapy was exhausted. It was noted that the smartpass feature was disabled due to low amplitudes combined with slow heart rate. The vf arrythmia did break and the patient is in sinus tachycardia and sensing appears to be appropriate. The patient was hospitalized and was in critical condition. Technical services discussed that if the pacemaker was undersensing the vf, then it was likely pacing, and was wondering if the pacing had any impact on the s-icds ability to properly sense the vf. A save to disk was requested. Analysis was performed and found system impedances and shock impedances were high however, within normal range. The elevated shock impedances were observed to impact conversion effectiveness, as there does not appear to be a clean conversion based on the initial shock attempt. The multiple shock attempts appeared to be ineffective. It was noted that much of the episode activity appears to be is due to cardiopulmonary resuscitation (CPR) lifesaving therapy, based on how the device was sensing. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has a pacemaker and a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted. The field representative called for review of device data as the patient experienced cardiac arrest and had to be resuscitated four times. It was noted that the patient was in the hospital visiting his father at the time. Review of device data found the patient had a true ventricular fibrillation (vf) in which the pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) was intermittently undersensing. Additionally, there were 19 stored s-ICD treated episodes in which therapy was exhausted. It was noted that the smartpass feature was disabled due to low amplitudes combined with slow heart rate. The vf arrythmia did break and the patient is in sinus tachycardia and sensing appears to be appropriate. The patient was hospitalized and was in critical condition. Technical services discussed that if the pacemaker was undersensing the vf, then it was likely pacing, and was wondering if the pacing had any impact on the s-icds ability to properly sense the vf. A save to disk was requested. Analysis was performed and found system impedances and shock impedances were high however, within normal range. The elevated shock impedances were observed to impact conversion effectiveness, as there does not appear to be a clean conversion based on the initial shock attempt. The multiple shock attempts appeared to be ineffective. It was noted that much of the episode activity appears to be is due to cardiopulmonary resuscitation (CPR) lifesaving therapy, based on how the device was sensing. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has a pacemaker and a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted. The field representative called for review of device data as the patient experienced cardiac arrest and had to be resuscitated four times. It was noted that the patient was in the hospital visiting his father at the time. Review of device data found the patient had a true ventricular fibrillation (vf) in which the pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) was intermittently undersensing. Additionally, there were 19 stored s-ICD treated episodes in which therapy was exhausted. It was noted that the smartpass feature was disabled due to low amplitudes combined with slow heart rate. The vf arrythmia did break and the patient is in sinus tachycardia and sensing appears to be appropriate. The patient was hospitalized and was in critical condition. Technical services discussed that if the pacemaker was undersensing the vf, then it was likely pacing, and was wondering if the pacing had any impact on the s-icds ability to properly sense the vf. A save to disk was requested. Analysis was performed and found system impedances and shock impedances were high however, within normal range. The elevated shock impedances were observed to impact conversion effectiveness, as there does not appear to be a clean conversion based on the initial shock attempt. The multiple shock attempts appeared to be ineffective. It was noted that much of the episode activity appears to be is due to cardiopulmonary resuscitation (CPR) lifesaving therapy, based on how the device was sensing. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient passed away due to cardiac arrest approximately a week after the reported observations.